Event description:
A sutureless catheter was returned for analysis. No other clinical data was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results: 7.6 cm of proximal catheter including the sutureless pump connector and strain relief shroud were returned for analysis. The pin connector was occluded upon receipt. The white silicon material was pulled back from the titanium structure of the pump connector upon its receipt. The alignment was still functional; so the material was not twisted. There was no retaining ring deformation or indentation that would indicate occlusion, due to improper pump connector installation.